Event description:
The customer reported an overharvest on a rika device. The donor donated 800ml+, but was supposed to donate 750ml. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. This is a duplicate of the event that was determined to not be reportable. It was confirmed the ac infusion rate of the other reported event was 0.1194 ml/min/l which is below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported an overharvest on a rika device. The donor donated 800ml+, but was supposed to donate 750ml. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.